Event description:
This report is being filed after subsequent review of the following journal article: ibrahim, o.a., freeman, r., slater, g.j.r., (2012). Inaccuracy of the ao expert lateral femoral nail recon jig: a case series. Injury extra, 44, 35-36. The authors retrospectively reviewed the notes of 11 patients (four males and seven females; mean age 40.6 years) on whom the ao expert lateral femoral nail was used in a level ii trauma center between (B)(6) 2011 and (B)(6) 2012. The cases included seven different surgeons and more than one expert lateral femoral nail jig. The authors found that the aiming arm of the jig used to accurately place the proximal screws in the expert lateral femoral nail was inaccurate (the screws missed the nail) in six cases (54.5 percent). The authors concluded that the jig for proximal screw insertion is frequently inaccurate even in experienced hands. This is report 1 of 1 for complaint (B)(4). This report is for an unknown aiming arm. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ibrahim, o.a., freeman, r., slater, g.j.r., (2012). Inaccuracy of the ao expert lateral femoral nail recon jig: a case series. Injury extra, 44, 35-36. This report is for an unknown aiming arm. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.